Event description:
The rptr initially reported that the pump was set to deliver lipids through channel 1 at 0.3 cc/hr and total parenteral nutrition through channel 2 at 5.7 cc/hr; however, they were being delivered at reversed rates. The pt required a "cut-down" and exchange transfusion". The pt was reported as stable on 4/6/99. The customer indicated that the pump is being evaluated by an independent lab before it will be forwarded to medex for evaluation. Weight: 0.8 kgs.